Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a cubie failure. A field service engineer stated that the customer replaced the broken cubie pocket and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station cubie was broken. The customer reported that the main drawer cubie was broken and wouldn't close, so the entire drawer failed on the station. The malfunction occurred while the user was dispensing medication for patients, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.